Manufacturer narrative:
The device has not been returned for evaluation. Root cause cannot be determine at this time.

Event description:
Information was received that an osteotomy revision procedure was performed on (B)(6) 2020 for premature consolidation encountered 2 cm into lengthening. As per the surgeon, the event was the result of surgeon error, specifically associated with inadequate radiographic assessment and rate of correction at the time of follow up.